Manufacturer narrative:
Result: button weld. It was also reported that there were tears in the material, which would mitigate the risk with the button weld failure (as tears would lead to air loss, therefore no risk of ballooning at the button weld failure); however, as it cannot be determined which failure occurred first, we will file based on worst case scenario. There is not a risk to safety with the tear in the material of the cushion, as the patient would still be supported by the surface. Conclusion: cushion was replaced.

Event description:
It was reported that there was an internal button weld failure. No patient involvement or adverse consequences were reported.